Manufacturer narrative:
(B)(4). Insulin pump powered up with a blank display due to a crack at the bottom of the battery compartment. As a result of the crack, the battery spring is not making good contact with the battery. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Insulin pump had label damage, cracked battery tube threads, cracked case corner of belt clip rails. Insulin pump p-cap / test reservoir lock in place properly.

Event description:
Crm service notification text 05/10/2021 12:50:33 erp_rfc_user related svn (B)(4). Crm service notification text 05/10/2021 12:46:22 lugtuj2 customer concern: cosmetic damage (B)(4) doc: bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp?: no does customer report pump has been bumped/dropped?: neither does the infusion set show signs of damage?: no does the reservoir show signs of damage?: no does pump show any signs of physical damage?: pump shows physical damage document the type of damage: cosmetic damage document how the damage occurred: does not know describe the location of the damage: battery compartment did customer report out of box damage?: no what is the type of damage(scratch or crack)?: crack is there any physical damage to pump's retainer ring?: no did damage occur while using a silicone case?: yes explain it is recommended to use a silicone case as it cushions against bumps, scratches and provides a protective barrier to the casing against lotions, oils and sunscreen. Advise a free silicone pump case will be provided with pump replacement. Explain we will be able to replace the pump this time but we may not be able to replace for damage another time. Advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: yes advise customer on how to put pump in storage mode after discontinuation: yes will the serialized device be replaced?: yes inform customer about product replacement policy.